Event description:
Pt was implanted 2 column distal radius plate construct on (B)(6) 2011. During a follow-up visit, the surgeon found that the pt has a ruptured fpl tendon in the affected arm. Pt was returned to the operating room on (B)(6) 2012, for removal of hardware. Surgeon revised the pt to bridge graft tendon. This is 11 of 11 reports.

Manufacturer narrative:
Device used as treatment. The complete hexagon tip is broken off and was not sent back for investigation. The relevant dimensions can not be verified anymore because the broken fragment was not sent back for investigation. The fracture face is homogenous which indicates material conformity. The shaft above the fracture is slightly bent and the fracture behavior is diagonal. These findings let us suppose that undue lateral forces were applied onto this screwdriver and that finally a mechanical overload caused this occurrence.

Manufacturer narrative:
Add'l screw was received by synthes. The plate and screws are designed to have smooth surfaces and rounded edges to reduce risks of soft-tissue irritation. It is unk whether the va buttress pins may have been placed at an angle that would cause the screw head to protrude from the plate, causing soft-tissue irritation. Among other factors, the exact position and orientation of the plate as well as the fracture reduction and patient-specific factors could also contribute to soft-tissue irritation. The device is designed properly to minimize this risk. It is not possible to determine an exact cause. The design risk assessment was reviewed and was found to be adequate for the intended use.

Manufacturer narrative:
Device used for treatment. Information from manufacturing evaluation, not confirmed. Nine screws were received with this series of tasks associated with this complaint. No part numbers nor lot numbers were provided. Each screw will be placed in a bag and arbitrarily assigned a number. This task is assigned to screw, 9. The screw is whole and intact. This screw appears to be of the 202.866 family of parts. If so, the length of 16mm would make this a 202.876. The drive has light marks consistent with use. The top of the head has some light scratches and the underside of the head as what appears to be a single point of contact galling. The shaft threads are in good condition, as are the flutes and tip. The pertinent dimensions are within specification.

Manufacturer narrative:
Pt. Age and wt. Provided.

Event description:
Eleven of 11 reports for (B)(4).